Event description:
It was reported that the during surgery for pocket erosion, the pulse generator went into backup vvi operation after being exposed to electrocautery. A device download was performed successfully. The device was explanted.

Manufacturer narrative:
.